Manufacturer narrative:
No samples were received for analysis of this complaint. The device history record of reported lot number 4334266 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that full nutrition could be administered to the patient, but a leak was detected in the filter. The incident occurred at the patient's home. No patient harm/adverse event reported.